Event description:
It was reported that the customer's vibrate function on the insulin pump did not work. The customer stated that she dropped the insulin pump while in the bathroom. And, since then, the insulin pump was not working. The customer's blood glucose was 158 mg/dl. Troubleshooting was done. The customer stated that the insulin pump did not vibrate when pressing the act button after using the up arrow to set an easy bolus amount. The customer's insulin pump did not vibrate during the vibrate test. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump unable to vibrate during self test due to broken vibrator black wire. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.